Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Patient reported left side "deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported left side "deflation and exchange from textured to smooth breast implants due to the concern with the product." Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified device with red particles and flat creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.